Event description:
Johnson and johnson acuvue oasys lenses cause eye infections. First let me say that I have been a soft contact lens wearer of 26 years and I have never had the problems that I have had with these lenses. These lenses were prescribed to me from last optometry visit. When I put the lenses in for the first time, they did felt good. This sensation lasted about a day. It was then I noticed itchy eyes, dryness, I thought that maybe the size was wrong. I made sure to take them out every night as instructed and clean them, I have been through 3 sets of different solutions and contacts trying to find out what is wrong. When I switched back to my acuvue 2 lenses, I can tell my eyes are recovering from the trauma I have been putting them through. I got these last month and in the office, they felt great, but about the second day I started to get a sticky discharge from both my eyes. Itchy eyes, felt like allergies. After wearing my glasses a couple days I was fine, put them back in again - bam! Same thing. I went back to my opt. And he hold me the size was correct and gave me another pair in a different size, went back to my old eye care solution, nothing worked. I went through cycles of letting my eyes rest for 3 days then trying again. It's definitely the contacts, my third pair and the symptoms are the same on all. Please read these posts below. Dates of use: 2009 wore glasses in between. Diagnosis or reason for use: corrective vision. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.